Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was examined. One end of the flexible band appeared to be open or relaxed with a large kink. The specimen was found to be slightly twisted with the outflow stitching on the inflow side. Remnants of white multifilament sutures remained attached to the band. Tan pannus remained attached to the band on both ends, partially covering the trigone markers. Radiography showed kinks along one end of the band; however, there was no evidence of mineralization along the band. Conclusion: this investigation remains ongoing. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. The device serial number was requested but was not provided. Without the device serial number, the product manufacturing date and expiration date cannot be obtained. (B)(4).

Event description:
Medtronic received information that this patient's annuloplasty ring in the tricuspid position (duration of implant unknown) was explanted and replaced with another annuloplasty ring. The reason for replacement was due to the ring being placed in an inappropriate position which was caused by an unspecified procedural issue. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.